Event description:
It was reported that the patient has a recurring sore behind the ear. The physician drained the pus-filled sore and recommended discontinued device use for one week. The patient is being monitored.